Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: one (1) controller (B)(6) was not returned for evaluation. Log file analysis revealed three (3) controller power up events with associated motor start events were logged on 19/jan/2024 at 07:01:53, on 14/feb/2024 at 00:38:33, and on 14/feb/2024 at 10:19:51, indicating losses of power. The controller was without power for ten seconds (10), eight (8) seconds, and seven (7) seconds, respectively. The data log file covering the first loss of power was not available for analysis. No anomalies were recorded leading up to the remaining losses of power. As a result, the reported loss of power event was confirmed. A possible root cause of the first loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible root cause of the remaining losses of power can be attributed to the reported disconnection of both power sources as described in the event details. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited an unexpected loss of power. The patient reported hearing the no power alarm while changing the power sources. However, the patient didn't report whether or not they disconnected both power sources. The patient was vague in describing the events. The coordinator educated the patient on the importance of not disconnecting both power sources at the same time. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.